Manufacturer narrative:
(B)(4)

Event description:
Information received from the manufacturer's representative reported that the high impedances were seen on the patient's implantable neurostimulator (ins) system. Specifically, measurements taken at 1.5 volts showed electrode combinations of 0/1-0/7 had values of >4000 ohms. Electrode combinations of 1/3, 3/4-3/7, 2/3 and 1/7 also showed impedances of >4000 ohms. All the rest of the electrodes (4/5-4/7, 5/6-5/7, and 6/7) showed normal values. When the impedance measurements were taken at 3.0 volts it showed only 2 combinations (0/3 and 0/7) with high impedances (>4000 ohms). Per the clinician programmer, the patient was using 1 group with 2 programs. Both programs were at 210 pw and 30 hz. Program 1 used electrodes 1-, 4+, 5-, 7+ 406 ohms while program 2 used electrodes 1-, 4+, 5-, 7+ 434 ohms. The patient had no therapy issues to report (no symptoms noted). The ins battery level was at 2.6 volts. On follow up it was confirmed that the desired programming around the affected electrodes provided the patient with effective therapy. It was also noted that the patient had the leads since 2003. The indication for use for the implanted device was noted as radicular pain syndrome (radiculopathies). If additional information is received, a follow up report will be sent.